Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Sample material was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation that a suspected interferent to the elecsys troponin t hs assay in multiple samples from one patient may have contributed to the postponement of melanoma treatment. The reporter stated that the patient's samples were tested on a cobas e 801 analytical unit. On 23-oct-2025, the reporter stated that the patient's elecsys troponin t hs assay results have been consistently elevated for several weeks and do not align with the patient's presentation. The reporter stated that the patient underwent multiple imaging studies, including magnetic resonance imaging (MRI), and was treated for masticatory muscle myositis (mmm) based on the elecsys troponin t hs assay results. This reportedly caused the patient's melanoma treatment to be postponed. The reporter stated that the patient has become extremely immunocompromised and was under extreme difficulty, as the mmm treatment targeted the patient's immune system. On 06-nov-2025, further clarification regarding the patient's condition was provided. The reporter stated that on or about "10 days ago", the patient had been receiving treatment for triple m syndrome (myasthenia gravis, myositis, and myocarditis) secondary to immune checkpoint inhibitor use. The myasthenia and myositis reportedly responded well to steroids and "ivig". The reporter stated that the myocarditis was diagnosed based on the troponin t elevation, and that the patient has been asymptomatic throughout, with no rhythm instability, no chest pain, no heart failure symptoms, and normal "tte" and almost normal cardiac magnetic resonance (cmr) except for a small focus of mid-wall late gadolinium. The reporter stated that the patient's troponin t assay results continued to rise despite steroids and "ivig", and therefore the treatment was escalated to add tocilizumab, which is a second-line immunosuppressive agent. The reporter stated that there was initially a fall in troponin t levels (to the "400s") post-tocilizumab; however, the reporter stated that they rose again to "over 1000", and therefore, a third-line immunosuppressive agent, abatacept, was added. The reporter stated that there was again a small decline in troponin t post-abatacept, but it reportedly increased again. The reporter stated that they then questioned the validity of the troponin t results, as they did not correspond with the clinical and radiological picture. The reporter stated that after this discussion, they tested one of the patient's samples for troponin I am using beckman and abbott analyzers, which gave mildly elevated results and were very out of proportion to the highly elevated trop t levels. The reporter alleged that the major impact of the discrepant results is that, in the setting of an asymptomatic, very mild elevation in troponin, they would not have added a second or third line immunosuppressive therapy, as this therapy significantly increases the risk of serious infection for the patient. In addition to this, surgery for the patient's melanoma has reportedly been postponed due to the active myocarditis, as evidenced by the very elevated troponin t levels. There was reportedly no masticatory muscle myositis, but there was generalised myositis, as evidenced by generalised muscle pain and elevated ck levels. Triple m syndrome is reportedly a recognised complication of immune checkpoint inhibitor therapy. The initial symptoms were reportedly ptosis (myasthenia gravis) and muscle aches (myositis).

Manufacturer narrative:
Following a thorough investigation of the submitted patient sample, the reported elecsys troponin t hs results were determined to be true and correct. The clinical validity of the sample was confirmed through a comparative analysis using the elecsys troponin I, probnp, myoglobin, and ck-mb assays, all of which provided corroborating data. To ensure the absence of analytical interference, the sample underwent specialized testing using heterophilic blocking tubes (hb-tube) and size-exclusion chromatography (sec); these methods detected no interferents, such as heterophilic antibodies or macro-complexes. The investigation did not identify a product problem.